Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. No further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device. The customer received unspecified low scan results on the adc device compared to an unknown result obtained from a healthcare professional meter and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced shortness of breath, nausea, and was unable to self-treat. The customer was taken to a hospital where a laboratory result of 1200 gm/dl was obtained and was administered intravenous insulin (type/dose unknown) for the diagnosis of hyperglycemia. The customer was hospitalized for five days as they suffered heart attack due to hyperglycemia. While in the hospital, the following medications were provided: "heparin, calcium, ss 100, metoprolol, candesartan prasugrel, ezetimib, sodium intravinous (jugular vein), and l-thyroxin". There was no report of death or permanent impairment associated with this event. A sensor result of 66 mg/dl was compared to a healthcare meter reading of 501 mg/dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.